Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the patient went into atrial fibrillation (af) due to unknown reasons. A cardioversion was performed. The patient was in af again shortly after the cardioversion. The physician removed the lp and catheter and did not replace them. The patient was recovering post procedure.